Event description:
On (B)(6) 2009, patient reported that his current shipment of infusion sets did not stick well to his skin. He stated he had begun using an adhesive wipe that helped, but he ran out of that product. Educated patient on the proper timeframe to change the infusion sites and infusion tubing. Advised patient about dressings and liquid adhesive. Agreed to try the liquid adhesive. Patient reported he did not save any previous infusion sets that did not stick to his skin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient stated he did not save any infusion sets that did not stick to his skin. Liquid adhesive was sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.